Manufacturer narrative:
Patient identifier: patient is an animal. Ethnicity: patient is an animal. Race: patient is an animal. Expiration date: sep/2026 implanted date - device not implanted explanted date - device not explanted occupation: unknown. Device manufacture date: 10/19/21-10/21/21. (B)(4). The actual sample was not returned for investigation. Retention samples of the same lot (5pcs) were utilized for the investigation. When we closely observed the retention samples no defective properties, which may have adversely contributed to catheter breakage, were observed. The manufacture inspection records of the reported lot were reviewed. As a result, no defective properties such as broken catheter or scratched catheter, have been detected. Furthermore, no similar incidents have ever been reported from other facilities. We were unable to identify the root cause of reported issue as no irregularities were found in our retention samples or our manufacture inspection records. Terumo medical products (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that after treatment and upon removal, the involved surflash poly catheter broke off. The doctor was able to milk the device out. Meds were administered during treatment, so it did work during the procedure. There was no incision needed to remove the device. The animal was in stable condition. The procedure outcome was successful. There was no patient injury. There was no medical or surgical intervention required. No equipment or other devices were used with the involved device. The event occurred post-treatment. Additional information was received on (B)(6) 2022: the patient was a feline. The catheter was placed in the front right arm. Almost the full length of the catheter broke off, there was only a few mm from the connection to the port. Most of the catheter broke off into the patients arm when it was pulled out. There was no death. The doctor was able to slowly milk/push out the catheter. There was no blood loss.